Event description:
The patient developed an infection ("mrsa and something else") after implant and they did an emergency surgery where he had the pump removed. They cleaned out as much of the infection as they could and put him on antibiotics. As of the date of this report, the patient was considering having another pump implanted. Prior to the explant, the patient had morphine in the pump. He got "some relief but not much", so he wanted to know what other drugs could be used in a pump. Further follow-up is being conducted to obtain additional information regarding the event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).